Event description:
It was reported that while the patient was in clinic and was connecting to the power module, alarms were noted although nothing showed up on the patient's controller and the heartmate touch wasn't set up yet. After exchanging the power module, the patient was still alarming with nothing showing on the controller or heartmate touch. Upon inspection, alarms would start when the white power cable was moved. The patient did not report any alarms while at home, while on battery power, or while using the orange cable. The controller was exchanged on a regular patient cable to the power module and the alarms resolved. A log file analysis showed power cable disconnects on (B)(6) 2021 around 6:42am while the patient was on the power module. Log files also confirmed that the events were associated with the white power cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed; however, the reported event of the system controller not displaying alarms was not confirmed. The provided log file contained data spanning approximately 6 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few atypical power cable disconnect alarms ¿ alarms that were not associated with a power source exchange ¿ were observed while the mpu was in use. The alarms appeared to have been caused the rsoc within either the black or white power lines dropping below the alarm thresholds. The alarms resolved within a few seconds of activation. No other notable events were observed throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users on how to utilize the display and user interface of the system controller. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.